Event description:
On 08/04/1999, co learned that the graft, implanted on 5/1/1999, had also "split" away from the anastomosis 7 days later on 5/8/1999. In addition, the pt never left the intensive care unit after surgery and expired on 5/8/1999 (approximate date).